Event description:
A customer observed negatively biased quality control results using vitros valp reagent on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Pt results were not affected. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation found no evidence to suggest that the vitros 5,1 malfunctioned. The investigation was unable to determine definitive root cause, however, reagent pack handling cannot be ruled out as the customer was not following the manufacturer's recommendation for valp reagent pack handling with regard to on-analyzer storage and they used expired reagents. The customer was advised about the manufacturer's recommendations for reagent pack handling and on-analyzer storage. The root cause is unk.